Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: the keypad was found to be completely detached from the pump. Contamination was found on all of the button contacts. A battery compartment crack was found from the case seal towards the bumper. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and contamination was found on the button contacts. This report is made based on results of investigation completed on 08/18/2015.